Event description:
It was reported that after 1-level plif with interbody device / infuse bone graft supplemented with posterior fixation, patient had excessive serious wound drainage. A reoperation was performed approximately 4 days post op to irrigate the wound, take cultures, and insert deep drain. The fluid drained was clear and there was no evidence of infection. Lab results from wbc/rbc/proteins showed no bacteria. The patient had no pain or neurological symptoms and is doing o.k. It is unknown if the infuse bone graft contributed to the reported event.